Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device serial number was unknown; hence, the subject device manufacture date was not identified, and the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the actual device was not returned to olympus for evaluation, detail condition of the actual device could not be confirmed. The root cause and occurrence cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope failed to produce an ultrasound image during the procedure. The issue occurred when the device was connected to the universal endoscopic ultrasound center. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.